Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that an attempt was made to cross a xience 3.0 x 12 mm stent through a newly implanted xience v 3.5 x 23 mm stent in the circumflex. The xience v 3.0 x 12 mm could not cross; therefore, it was removed. The lesion was expanded with a kissing balloon and another attempt was made with the xience v 3.0 x 12 mm when it was discovered that the stent was not on the balloon. An intra-vascular ultrasound (ivus) was performed and the stent was located in the trunk (ostium). The stent was removed with a knot (snare) and the procedure was completed by implanting another xience 3.0 x 12 mm stent without any problem. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the stent implant and on the distal shaft. There was contrast visible on the distal shaft. The stent implant was dislodged and was returned attached to the knot device. The stent implant was stretched and mangled for its entire length. The balloon was tightly folded. There were stent implant crimp marks on the balloon where the stent had been between the markers. The sds tip was torn and flared at the distal end. There were multiple bends in the proximal shaft hypotube that appeared to be from the result of how it was shipped. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The stent implant outer diameters were not measured due to the damage to the stent. Product performance engineering reviewed the incident. Analysis of the returned device found blood visible on the stent implant and blood and contrast visible on the distal shaft, which is consistent with the device being prepped for use and inserted into the body. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Potential causes for stent dislodgement inside the body, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Interaction with the previously implanted stent likely led to the reported difficulty crossing. It is possible the stent became damaged or entangled as a result of interaction with the previously implanted stent, which ultimately may have led to the stent dislodgement during retraction. The stent implant was stretched and mangled for the entire length and returned attached to the snare device, which is consistent with the reported use of a snare to retrieve the stent from the body. Analysis of the returned sds found crimp marks visible on the tightly folded balloon between the markers, indicating the stent was initially crimped on the balloon in the correct location and the balloon was not inflated. Analysis found the tip of the sds flared and torn at the distal end. This type of damage is consistent with the reported resistance and could be a result of interaction between the anatomy, previously implanted stent, and/or accessories during the attempted positioning and retraction of the device. The damage to the device likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. It should also be noted that the prod IFU cautions that "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." The failure to cross and stent dislodgement appear to be related to the operational context of the device. Analysis of the device also found multiple bends noted in the proximal hypotube shaft which appear to be a result of handling of the device during packaging/shipping back to abbott for eval and do not appear to be related to or to have contributed to the reported issues. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.